Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a patient is experiencing tooth mobility on 23-26 lower incisors from wearing nontemplate aligner arch - sure smile.

Manufacturer narrative:
In a call with the doctor, the patient disclosed that there are times when she loses a tray after wearing them a few days, so she moves to the next tray. The setup and staging was completed correctly and followed dl protocol. However if the patient is switching trays too fast this may cause the teeth to move too quickly and cause mobility as the dr. Is stating. This would be more of a patient compliance issue and not and issue of the lab process. Slowing down the movement will help with this issue as long as the patient does not switch the trays too fast. After reviewing the available evidence, including records generated during the manufacturing process (DHR), we did not find evidence of deviations during the manufacturing process that could have caused the issue described in the alleged event. The aligners were inspected and met the inspection criteria according to procedure 0281-wi-aln-005-3 aligner final qc & wash, visual detection of the defect.